Event description:
It was initially reported that the patient experience never having therapeutic effect since implant. She had tried different programs and different amplitudes with no success. It was noted that the neurostimulator was implanted close to the skin and hurt her when she sat in the car. Subsequent information received indicated that the patient was reprogrammed to a low amplitude (range 1 to 3 volts) and felt "great" stimulation. Since (B)(6) 2011, the patient felt no stimulation sensation even when the amplitude was adjusted all the way up to 5 or 6 volts. No falls or other types of trauma to the device area were reported. Impedance measurements were normal. X-rays were taken and, when compared to the intro-operative images, showed that the lead had migrated (advanced) approximately 1.5 cm. The patient elected to have the device removed (scheduled for (B)(6) 2011) but, otherwise was reported as doing fine.

Manufacturer narrative:
(B)(4).